Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. Device evaluation found no image due to faulty ccd. In addition, the device evaluation found a kink and cut in the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record (DHR) review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device not working when its plugged in. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Event description:
It was reported that the subject device not working when its plugged in. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm.